Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(6) ) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2015, the patient experienced complication of device insertion ("only one essure in the right fallopian tube because the other was obstructed and the implantation was not possible"), procedural pain ("since the first moment it was painful, she fainted due to the pain") and syncope ("since the first moment it was painful, she fainted due to the pain"). In (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel diagnosed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("irregular menstruations (every 10 days)"), dysmenorrhoea ("menstrual pain for 3 weeks every month"), dyspareunia ("pain while sexual intercourse"), headache ("frequent headache"), arthralgia ("hip pain / knee pain") and fatigue ("constant tiredness"). The patient was treated with surgery (she will have a c-section to remove the uterus and the fallopian tubes). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, headache, arthralgia and fatigue had not resolved and the polymenorrhoea, allergy to metals, complication of device insertion, procedural pain and syncope outcome was unknown. The reporter considered allergy to metals, arthralgia, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, headache, pelvic pain, polymenorrhoea, procedural pain and syncope to be related to essure. The reporter commented: soon (unspecified time) she would have a c-section to remove the uterus and the fallopian tubes because it was the only way to remove essure complete. The device was destroyed her physical and psychological life. Diagnostic results: (B)(6) 2018: allergy tests positive for nickel (tests were not performed before implantation). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: pelvic pain: the analysis revealed (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.